Event description:
The customer reported that upon opening the package of x-ray detectable sponges, there were 12 sponges in the package instead of 10.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.